Event description:
A customer reported low aspiration during a procedure. The handpiece and tip were exchanged to complete the surgery. There was no pt harm.

Manufacturer narrative:
The company rep examined the system. The company rep then tested the system. The system met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).